Manufacturer narrative:
Updated b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured 4 times due to difficulties positioning the valve. Upon deployment of the first valve, the paravalvular leak (pvl) was mild-moderate. The severe aortic insufficiency was pvl. Heparin was administered during the procedure and the patient's activated clotting time (act) levels were monitored every 30 minutes. The stroke was reported to be ischemic. No transesophageal echocardiogram (tee) exam confirmed thrombus.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (lot: 0013300887); product type: 0195-heart valves; product ID: d-evolutfx-34, (lot: 0013379993); product type: 0195-heart valves; product ID: evfxplus-34, ((B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2026, select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve implantation procedure was performed using a 29 mm transcatheter aortic valve for severe, symptomatic aortic stenosis in a patient with high surgical risk, bicuspid aortic valve morphology (sievers type 1) with left-right coronary cusp fusion, severe aortic leaflet calcifications, and calcium nodules in the aortic annulus and left ventricular outflow tract. Pre-dilatation was performed twice with a downsized 22 mm non-medtronic balloon due to calcifications. Implantation of the transcatheter heart valve was attempted with the valve reported as properly loaded, and valve positioning was described as challenging with multiple attempts before it was positioned in the aortic annulus. An aortogram noted paravalvular leak and the valve appeared underexpanded, so post-dilatation was performed with the same 22 mm balloon; the valve was reported to expand initially but to recoil after balloon deflation. A second post-implant dilatation was then performed with the same balloon, during which the transcatheter heart valve dislodged above the aortic annulus, and no coronary occlusion was noted with the valve positioned above the coronary takeoffs. The patient then became hypotensive with severe aortic insufficiency. A second 34 mm transcatheter heart valve was implanted successfully on the first attempt without post-dilatation, and the patient was reported to be hemodynamically stable. At the conclusion of the procedure, the patient was unresponsive/not reactive, prompting an multi-slice computed tomography (msct exam and neurological consultation. Post-implant, the patient experienced a stroke, and msct identified thrombus in the basilar artery.

Manufacturer narrative:
Updated data: b2. Date of death b5. A fourth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve implantation (tavi) procedure was performed using a 29 mm transcatheter aortic valve for severe, symptomatic aortic stenosis in a patient with high surgical risk, bicuspid aortic valve morphology (sievers type 1) with left-right coronary cusp fusion, severe aortic leaflet calcifications, and calcium nodules in the aortic annulus and left ventricular outflow tract. Pre-dilatation was performed twice with a downsized 22 mm non-medtronic balloon due to calcifications. Implantation of the transcatheter heart valve was attempted with the valve reported as properly loaded, and valve positioning was described as challenging with multiple attempts before it was positioned in the aortic annulus. An aortogram noted paravalvular leak and the valve appeared underexpanded, so post-dilatation was performed with the same 22 mm balloon; the valve was reported to expand initially but to recoil after balloon deflation. A second post-implant dilatation was then performed with the same balloon, during which the transcatheter heart valve dislodged above the aortic annulus, and no coronary occlusion was noted with the valve positioned above the coronary takeoffs. The patient then became hypotensive with severe aortic insufficiency. A second 34 mm transcatheter heart valve was implanted successfully on the first attempt without post-dilatation, and the patient was reported to be hemodynamically stable. At the conclusion of the procedure, the patient was unresponsive/not reactive, prompting an multi-slice computed tomography (msct) exam and neurological consultation. Post-implant, the patient experienced a stroke, and msct identified thrombus in the basilar artery. Additional information was received that the valve was recaptured 4 times due to difficulties positioning the valve. Upon deployment of the first valve, the paravalvular leak (pvl) was mild-moderate. The severe aortic insufficiency was pvl. Heparin was administered during the procedure and the patient's activated clotting time (act) levels were monitored every 30 minutes. The stroke was reported to be ischemic. No transesophageal echocardiogram (tee) exam confirmed thrombus. Additional information was received that no thrombus was seen during the procedure. It became apparent at the end of the procedure that the patient had suffered a cerebral event with reduced consciousness. The total procedure time was approximately 2.5 hours. The act was above 250 throughout the case. The procedure was performed under conscious sedation with transthoracic echocardiogram; however, no thrombus was identified during the actual procedure. The patient was noted to be unconscious at the close of the procedure with a glasgow coma scale of 3/15. Subsequent computed tomography (CT) imaging showed evidence of a basilar tip calcified thrombus with soft thrombus proximal to this. Further brain CT imaging showed evidence of bilateral cerebral infarction. The patient underwent attempted thrombectomy by neuro interventionists, unfortunately with little improvement in flow. The patient's consciousness level did not improve and remained intubated and ventilated on the intensive therapy unit. Per the physician, the thrombotic stroke most likely occurred as a result of the tavi procedure. However, whether it was related to the valve or to the dislodgement complication and its subsequent management with snaring of the 29 mm prosthesis and subsequent successful implant of a 34 mm evolut fx plus, cannot be determined with certainty. The physician noted that the stroke was likely caused by thrombus development during management of the valve dislodgement complication. Subsequently, the patient¿s clinical condition did not improve, and the patient passed away without regaining consciousness. Additional information was received to report the patient's death occurred eight days following the tavi procedure.

Manufacturer narrative:
Updated data: b2. B5. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve implantation (tavi) procedure was performed using a 29 mm transcatheter aortic valve for severe, symptomatic aortic stenosis in a patient with high surgical risk, bicuspid aortic valve morphology (sievers type 1) with left-right coronary cusp fusion, severe aortic leaflet calcifications, and calcium nodules in the aortic annulus and left ventricular outflow tract. Pre-dilatation was performed twice with a downsized 22 mm non-medtronic balloon due to calcifications. Implantation of the transcatheter heart valve was attempted with the valve reported as properly loaded, and valve positioning was described as challenging with multiple attempts before it was positioned in the aortic annulus. An aortogram noted paravalvular leak and the valve appeared underexpanded, so post-dilatation was performed with the same 22 mm balloon; the valve was reported to expand initially but to recoil after balloon deflation. A second post-implant dilatation was then performed with the same balloon, during which the transcatheter heart valve dislodged above the aortic annulus, and no coronary occlusion was noted with the valve positioned above the coronary takeoffs. The patient then became hypotensive with severe aortic insufficiency. A second 34 mm transcatheter heart valve was implanted successfully on the first attempt without post-dilatation, and the patient was reported to be hemodynamically stable. At the conclusion of the procedure, the patient was unresponsive/not reactive, prompting an multi-slice computed tomography (msct) exam and neurological consultation. Post-implant, the patient experienced a stroke, and msct identified thrombus in the basilar artery. Additional information was received that the valve was recaptured 4 times due to difficulties positioning the valve. Upon deployment of the first valve, the paravalvular leak (pvl) was mild-moderate. The severe aortic insufficiency was pvl. Heparin was administered during the procedure and the patient's activated clotting time (act) levels were monitored every 30 minutes. The stroke was reported to be ischemic. No transesophageal echocardiogram (tee) exam confirmed thrombus. Additional information was received that no thrombus was seen during the procedure. It became apparent at the end of the procedure that the patient had suffered a cerebral event with reduced consciousness. The total procedure time was approximately 2.5 hours. The act was above 250 throughout the case. The procedure was performed under conscious sedation with transthoracic echocardiogram; however, no thrombus was identified during the actual procedure. The patient was noted to be unconscious at the close of the procedure with a glasgow coma scale of 3/15. Subsequent computed tomography (CT) imaging showed evidence of a basilar tip calcified thrombus with soft thrombus proximal to this. Further brain CT imaging showed evidence of bilateral cerebral infarction. The patient underwent attempted thrombectomy by neuro interventionists, unfortunately with little improvement in flow. The patient's consciousness level did not improve and remained intubated and ventilated on the intensive therapy unit. Per the physician, the thrombotic stroke most likely occurred as a result of the tavi procedure. However, whether it was related to the valve or to the dislodgement complication and its subsequent management with snaring of the 29 mm prosthesis and subsequent successful implant of a 34 mm evolut fx plus, cannot be determined with certainty. The physician noted that the stroke was likely caused by thrombus development during management of the valve dislodgement complication. Subsequently, the patient¿s clinical condition did not improve, and the patient passed away without regaining consciousness.